Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed on a stored electrogram (egm) via remote transmission. The patient did not receive any therapy during oversensing. Programming changes were made. The patient was stable following the programming changes.